Manufacturer narrative:
Upon completion of the investigation it was noted that the sample was reviewed under a microscope and photos were reviewed. The foreign material is most likely kraft brown paper used to wrap the large cottonoid rolls. The cottonoid rolls are produced using a nonwoven process inhouse. The rolls are produced in a larger 36 inch roll and once the roll has reached its required length (118 yards) the large roll is wrapped in kraft borwn paper and taped to the roll. The large roll is removed from the machine and then cut down the middle using a razor blade. If the razor isnt very sharp, debris can come off the paper and stick to the side of the smaller rolls. The roll is then processed using standard procedures. This product in question was visually inspected by an operator and the operator must have missed the small shavings from the kraft paper. Once the rolls are cut in half, each half is labeled with a lot number and letter and placed in a plastic bag. The cottonoid operator was notified of the complaint and was asked to replace the razors more frequent in production. A small shaving of kraft paper was left on the cottonoid rolls by accident. The cottonoid operator cutting the large cottonoid rolls in half should use a razor that is sharp and that will not leave debris from cutting the kraft paper behind. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Some particles looking like insect legs were noted on the sterile surgical strip. Use of another device. The sample is availble for evaluation. Incident not reported to (B)(6). No clinical consequence.